Event description:
(B)(6). It was reported that in-stent restenosis occurred. In (B)(6) 2013, the patient presented with unstable angina with silent ischemia and was referred for cardiac catheterization which revealed two (2) target lesions. Target lesion #1 was located in the proximal left circumflex (lcx) artery extending into the distal lcx with 85% stenosis, and was 16mm long with a reference vessel diameter of 2.5 mm. Target lesion #1 was treated with pre-dilatation and placement of a 2.50x16mm study stent. Following post-dilatation, residual stenosis was 0%. Target lesion #2 was located in the proximal left anterior descending (lad) artery extending into the mid lad with 85% stenosis, and was 20mm long with a reference vessel diameter of 3.0mm. Target lesion #2 was treated with pre-dilatation and placement of a 3.00x20mm study stent. Following post-dilatation, residual stenosis was 0%. Four (4) days post index procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient was diagnosed with unstable angina and was hospitalized on the same day. Six (6) days post admission, coronary angiography revealed 95% stenosis of the previously placed study stent in the proximal lcx. This was treated with balloon dilatation. Following intervention, the patient had timi 3 flow. Four (4) days post procedure, the event was considered as recovered/ resolved and the patient was discharged on the same day.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).